Event description:
As reported, before use in patient with this fogarty embolectomy catheter, the balloon burst. There was no allegation of patient injury. The device was available for evaluation.

Manufacturer narrative:
The fogarty embolectomy catheter was received for evaluation. The report of balloon burst was confirmed. During this product evaluation, the balloon was found to be ruptured in the middle area. The edges of latex did not match at the ruptured region. The through lumen was patent without any leakage or occlusion. In addition, both balloon windings were intact, however, the catheter tip was observed to be be bent. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Based on further engineering evaluation, no definite root cause could be established. As part of the manufacturing process the units go through balloon and winding inspection process. The IFU was reviewed and it indicates "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter". Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.